Event description:
Hill-rom received a report from a hill-rom tech stating the side rail would not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the swivel arm was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail assembly to resolve the issue. Based on this info, no further action is required.